Event description:
Pateint presented with a wound dehiscence at an unspecified time following surgery. The suture was excised. Accordingly, it is assumed that surgical intervention was conducted to address this event.